Event description:
An error occurred while the patient was disconnecting the set from the twin bag and connecting it to the disconnect cap by cleanflash. The patient connected the set to the disconnect cap by cleanflash manually. After that, leakage from the tubing was found. The patient used the cleanflash on his bed, so it was placed unstably. This could cause the error, the patient thought. There was no patient injury or medical intervention. The actual sample was available for evaluation.

Event description:
The customer claims that once the voice message is recorded the alarm plays the message back with complete static. The batteries have been changed all of the same type and no visible damage to the case. There was no patient injury reported. Inspection shows that the unit has intermittent power.

Manufacturer narrative:
(B)(4). This complaint was confirmed in the lab for tubing leakage due to a cut/hole in the tubing (1 and 5/8 inches from the base of the white twist sleeve when closed). The root cause could not be confirmed for the cut/slice/hole in the tubing.

Manufacturer narrative:
(B)(4). A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is the same as or similar to product distributed within the u.s. A follow-up report will be submitted upon evaluation completion or if additional information becomes available.